Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: 7. Strip code: 7. Strip storage: stored correctly. Symptoms: no symptoms. The pt reported that he "bottomed out". The meter allegedly was inaccurately high, reading blood as control and would not pass the checkstrip test. The result on the pt's meter was 144 mg/dl control, and 463 mg/dl. The checkstrip result was 492 mg/dl. The checkstrip range was (81-107 mg/dl). Per the potential medical notes, the meter said "ok" after the failed checkstrip test. There were no results from any other source. There was no comparison with any other device. The pt adjusted pt's medication based on the meter results. There was no treatment. No further info has been reported.